Manufacturer narrative:
Continuation of d10: product ID 977a260 (B)(6); product type: 0200-lead; product ID 977a260 (serial: va2t6t0022); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a burning sensation on the inside of the body where the device is located. The patient indicated that the burning sensation occurred three times over the past few weeks, typically while stationary, such as standing or sitting. The burning sensation reportedly subsided when the stimulator was turned off, rendering the device unusable for the patient. It was noted that the patient had not experienced any recent falls or trauma. The issue remains ongoing, and the patient has not yet scheduled a meeting to have the device interrogated.